Event description:
A malfunction alarm was reported by the customer, indicating a pump malfunction. There was no reported adverse impact to the customer's blood glucose level. Technical support provided the customer with information on resetting the pump and assisted in the reset process. The malfunction did not recur, and the customer was advised to continue using the pump and contact support again if the issue returned.